Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown and suspected rupture, side unknown.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: h10. Tiger aesthetics medical requests to void this complaint as there was no issues being reported. The healthcare provider confirmed that it was just a inquiry and not a complaint. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.